Event description:
Event occurred about 3 weeks prior to customer reporting it to prodigy. Customer appeared out of it; she didn't make sense, was unable to comprehend what anyone was saying, and was almost unconscious. A reading was done with their prodigy meter and the result was 161mg/dl. Per customer, their normal range is 200mg/dl. The medics were called but the customer does not know how much time had passed. Medic's meter test result was 31mg/dl, so they gave her a glucose shot and told her to eat a sandwich. Customer asked not to be taken to the hospital because she felt better. Last readings to prodigy meter: 7 day avg, 143mg/dl; 14 day avg, 164mg/dl; 28 day avg, 168mg/dl; 4:03pm (B)(6), 125mg/dl; 1:11pm (B)(6), 125mg/dl; 1:11pm (B)(6), 175mg/dl; 2:56am, (B)(6), 128mg/dl; 1:44am, (B)(6), 114mg/dl, 1:36am, (B)(6), 86mg/dl. MFR ref # 3005862821-2013-00005.